Event description:
Our biomedical tech received a work order at 7:02 about a "battery for the suction machine on crash cart is over heating." I called staff member about the work order she had submitted and asked her about the situation. She said when they came in to work, the hallway leading to the MRI smelled like something was burning. She thought there might be fire, so she quickly went to the back and noticed it was from the aspirator. This is when she unplugged the unit and submitted a work order. I then went to the department and assessed the situation. The case on the aspirator was melted and battery acid was leaking out. I removed it from the department and call precision medical for guidance. I explained the situation to customer service and she said that the unit is no longer covered under warranty and that I can send the unit in for repair. I asked her for the preventive maintenance guidelines for replacing batteries because in the manual they do not have recommendations. She said they do not have any replacement intervals. I did not get further assistance from them.